Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that the physician slightly bent the tip the solyx single incision sling system during the placement procedure. Reportedly, the tip was manually straightened and the device was inserted into the patient. After hitting the bone of the patient, the device was removed and it was noticed that the tip of the delivery device was missing. The mesh was subsequently removed and the tip was found attached to the mesh. Although the patient's exact age was not provided, the patient is reportedly over 18 years old. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿fine.¿